Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. Upon interrogation prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch and loss of capture. The atrial lead was capped and replaced. The patient condition was unknown.